Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd seditainer¿ blood collection tube broke in the health care worker's hands both before and during sampling. There was no report of exposure or medical intervention noted.

Event description:
It was reported that the bd seditainer blood collection tube broke in the health care worker's hands both before and during sampling. There was no report of exposure or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to glass breakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retained samples, the customer¿s indicated failure mode for glass breakage with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.